Event description:
It is reported that during implant, the right ventricular lead was moved several times and after the fourth time, the impedance went from 700 ohm range to 1900 ohms. Under flouro, the helix would not extend after 20 turns. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It is reported that during implant, the right ventricular lead was moved several times and after the fourth time, the impedance went from 700 ohm range to 1900 ohms. Under flouro, the helix would not extend after 20 turns. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. It was observed that the outer tubing overlay was breached cut and there was blood in/on the helix mechanism. It was noted the lead was received with the connector pin bent. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.